Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump infusion set was leaking the following information was received by the initial reporter with the following verbatim is leaking and exposing pts and clinicians to blood.